Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on ventricular lead was observed with a decrease in impedance and increase in capture. The lead was programmed to unipolar pacing and will continue to be monitored. The patient was stable.

Event description:
New information notes that on (B)(4) 2018, the patient was checked in the emergency room. The patient had numerous episodes of rv noise reversion as well as high ventricular rate that appeared to be lead noise. Isometrics and pocket manipulation were performed and the noise was not reproducible. Programming changes were made. The patient condition was stable. On (B)(4) 2018. The physician decided to replace the lead. The lead was capped and abandoned. Insulation damages was seen via fluoroscopy. The patient was stable prior to, during and after the replacement.